Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Correction: h6.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s hospitalization for peritonitis. However, there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-known potential complication is pd patients. The patient¿s pd culture yielded growth of pantoea agglomerans which is an organism that is normally found in human feces. Therefore, the peritonitis event can be reasonably attributed to concomitant diarrhea with fecal contamination during the pd exchange, as reported by the pd nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that they experienced peritonitis. Upon follow up the patient¿s pd nurse reported that on (B)(6) 2020 the patient had a pd culture obtained (in the outpatient pd clinic) which yielded growth of pantoea agglomerans. The patient was treated with ceftazidime 2 grams intra-peritoneal (ip) on an outpatient basis. The patient recovered from the event and has been completing pd treatments with the same cycler without any issues, per the nurse. The nurse stated the patient did not have any fluid leaks or any issues with any fresenius device, or product in relation to the peritonitis event. It was reported the peritonitis event was caused by contamination with fecal matter during the pd exchange due to concomitant diarrhea from food poisoning.